Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, the likely cause for the event is a lack of distraction when inserting. According to the discription surgeon probably did not follow the instruction as mentioned in the surgical techniques. ( step 6) " use the paddle distractor to create parallel distraction. (Caspar distraction alone may not properly distract posteriorly). When the desired height is obtained, lock the caspar distractor to hold distraction" this could explain the disassembly that could have been caused by contact with surrounding tissues. However, for the lack of information received from the reporter and the absence of device examination as it was lost during cleaning phase , this hypothesis could not be validated. The cause for the device disassembly is unknown. Requests for additional information did not receive a response. The investigation found no evidence to indicate a device issue. Root cause can not be determined . If additional information was received that allow to drawn a conclusion , another report will be sent.

Manufacturer narrative:
The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Device lost at the hospital.

Event description:
Mobi-c p&f us : disassembly. Surgeon was inserting a mobi-c implant when he noticed that the superior plate of the implant had become separated from the peek and look crooked. The whole construct was removed and surgery was completed with a new mobi-c implant. No complication for patient. Additional information was requested.